Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to complete incoming functionality testing. The monitor's electrode belt connector receptacle had a bent pulse pin. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.